Event description:
Allegedly the modular neck is broken.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the hospital. Trends will be evaluated. This is the same report as 1043534-2009-00258, 00259.